Event description:
The event is reported as: the customer alleges that the purple attachment fell apart and disconnected from the tube. The attachment was replaced. No report of a pt harm or injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.